Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes are damage or deterioration of parts due to wear and tear, device settings, or the effect of peripheral equipment, with expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the front panel digital display was damaged on the high flow insufflation unit. There was no patient involvement.